Manufacturer narrative:
(B)(4). Concomitant medical product: oss(tm) rs axle, item #:161035, lot #: 161035; oss elliptical diaphyseal segment 3cm, item #: 150461, lot #: 437280; oss rs poly femoral bushings, item #: 161034, lot #: 513160; oss poly locking pin, item #: 150478, lot #: 491230; oss poly tibial bushing, item #: 150476, lot #: 507390; oss diaphyseal stacking adapter, item #: 150483, lot #: 573560; oss rs segmental femoral - left 7cm, item #: 161012, lot #: 393970; oss-k diaphyseal segment w/ screws - smooth 5 cm, item #: cp111277, lot #: 594670; oss interlok bowed im stem w/ screw 17mm x 150 mm, item #: 150371, lot # 390980; oss poly tibial bearing 12 mm, item #: 150410, lot #: 480560. Customer has not indicated that the product will be returned to zimmer biomet for investigation. Location of the product is currently unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event. Please see associated reports: 0001825034-2017-03085, 0001825034-2017-03062, 0001825034-2017-03070, 0001825034-2017-03072, 0001825034-2017-03073, 0001825034-2017-03079, 0001825034-2017-03081, 0001825034-2017-03082, 0001825034-2017-03083, 0001825034-2017-03084.

Event description:
It was reported that following a total knee arthroplasty, the patient underwent a total knee revision due to unknown reasons. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Device was not returned so no product evaluation could be conducted. This device was used for treatment. Device history report was reviewed and no discrepancies were found. Review of complaint history determined that no further action is required as no were trends identified root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The root cause was determined to be the patients condition after follow-up with the sales rep and surgeon. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported that patient was revised due to a broken yoke approximately one year post implantation. No additional patient consequences were reported.